Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. The device was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked at reservoir tube and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed. The device was returned for analysis.